Manufacturer narrative:
Additional information in h6: investigation type, findings, and conclusions. The device remains implanted so an evaluation cannot be performed. However, an x-ray was provided that shows the screw has fractured at the proximal end of the shank. A review of the dhrs for all provided lot numbers was conducted and found no indications of manufacturing issues. The complaint is confirmed for one vital mis polyaxial screw 7.5 x 50 mm for the failure of fracture. The failure is believed to be attributed to excessive forces applied to the implant post-op (such as a fall, excessive movement, etc) because this is unlikely to be attributed to a design or manufacturing related issue, and it occurred 9 months post-op with a sudden onset of symptoms. This device is used for treatment.

Event description:
It was reported that approximately 9 months after surgery, the patient began experiencing new onset pain, and imaging revealed breakage of the left s1 pedicle screw. No revision surgery is scheduled.

Manufacturer narrative:
D4: lot number: sbm186128, sbm144909, or sbm185016. D4: UDI number: (B)(4) or (B)(4). H4: 11/20/2024, 3/17/2022, or 9/27/2024. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that approximately 9 months after surgery, the patient began experiencing new onset pain, and imaging revealed breakage of the left s1 pedicle screw. No revision surgery is scheduled.